Event description:
It was reported that the anesthesia system failed the pressure transducer test during system checkout. There was no patient involvement. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
A correction of field # d1 brand name, # d4 version or model #, # d4 unique identifier (UDI) # and h4 manufacturer date were required. D1 ¿ brand name - previous brand name: flow-c, corrected brand name: flow-c anesthesia system. D4 ¿ version or model # - previous version or model #: flow-c, corrected version or model #: 6887700. D4 ¿ unique identifier (UDI) # - previous unique identifier (UDI) #: missing, corrected unique identifier (UDI) #: (B)(4). H4 ¿ manufacture date - previous manufacturing date: missing, corrected manufacturing date: 07/26/2022.

Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a pressure transducer printed circuit board needed to be exchange. No additional information or parts have been provided. The received test log contains one failing inspiratory and expiratory valve test. The technical log has no recordings related to the reported event. No other logs and no returned part were obtained. We have therefore not been able to determine any true cause of the reported issue.

Event description:
Manufacturer's reference number: (B)(4).